Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient told the caller that their stim cut off last night.  The caller was a home health nurse and was not currently with the patient. The caller noted that the patient/wife did not have time to call on their own. It was reviewed that the ins may need to be charged. Caller will contact patient to check.